Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable troponin t hs results for two patient samples. Patient 1: the initial result was <0.003 ng/ml with a data flag. The sample was repeated with a different reagent pack and the results were 0.301 ng/ml and 0.279 ng/ml. Patient 2: the initial result was <0.003 ng/ml with a data flag. The sample was repeated and the result with the same reagent pack was 0.053 ng/ml. With a different reagent pack the result was 0.055 ng/ml. The initial results were reported outside the laboratory and the physician questioned the results. The patients were not adversely affected. The reagent lot number was 176452. The expiration date was requested but was not provided. The customer did not use the recommended rack adapters which might have allowed the samples tubes to lean in the rack and cause issues with pipetting. Review of the provided instrument alarm trace did not indicate a root cause.

Manufacturer narrative:
A specific root cause could not be determined. Quality controls were within range. As the mandatory sample tube rack adapters were not used, it is possible that the tube was tilted and an issue with pipetting caused the event.